Manufacturer narrative:
(B)(4). Event date :unk. Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed?. If yes, how was the device removed (anvil release button, knife reverse switch, manual override, forced jaws open, cut the device from tissue, etc.)?. If yes, did the jaws eventually open?. What is the current patient status?. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)?. Please explain.

Event description:
It was reported that the anvil can not open during surgery. No other information is available.

Manufacturer narrative:
(B)(4). Date sent: 01/08/2020. D4: batch # n54y4t. Device analysis: the analysis found that one pse45a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Event could not be confirmed as the device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.